Manufacturer narrative:
The device was discarded. The reported suture separation cannot be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported suture separation and unexpected medical intervention is likely related operational context. Based on the information reviewed and cause analysis for vessel closure complaints white paper it is likely an interaction with patient anatomy or suture pulled until it breaks contributed to the reported suture retrieval issue. Based on the reported information there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional procedure. Reportedly, a suture break occurred. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to an 18f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.